Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed a symptom check, pressed the zero pressure button, and the unit functioned normally. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) could not press zero pressure on keypads. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) could not press zero pressure on keypads. There was no patient involvement, and no adverse event reported.